Manufacturer narrative:
Review of the file determined this event to be non-reportable, as the iliac branch endoprosthesis is not approved for sale or marketed in the united states. This event is not reportable to FDA or subject to the medwatch program.

Manufacturer narrative:
Concomitant products: patient medications include acenocoumarol, barnidipine, calciumcarbonat/colecalciferol (calci-chew), chloortalidon, enalapril, pantoprazol, paroxetine, simvastatine, and solifenacine. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Results pending completion of imaging evaluation.

Event description:
On (B)(6) 2014, the patient was implanted with four gore® excluder® aaa endoprostheses to treat a right common iliac artery aneurysm. On (B)(6) 2014, computed tomographic angiography identified a distal type I endoleak on the right side. According to the physician, the endoleak was caused by a ¿curled up¿ stent graft component (hgb161407/12293843) that was intended to land in the right internal iliac artery, but recoiled back into the aneurysmal region of the right common iliac artery. The physician also noted that the right external iliac artery had a tortuous aspect. On (B)(6) 2014, the patient underwent a re-intervention procedure whereby an amplatzer plug was placed in the right internal iliac artery. The endoleak was resolved, and the patient tolerated the procedure.

Manufacturer narrative:
(B)(4) - per the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak.